Event description:
The patient was enrolled in the study in late 2007 with a 90% lesion in the right internal carotid artery. The lesion was 20mm in length and was eccentric, mildly calcified and had thrombus present. The vessel was 5mm in diameter and mildly tortuous. The lesion was predilated and an angioguard was placed. Then a precise stent was implanted without any complications. The patient was discharged four days later on aspirin and clopidogrel. It was noted that approximately a year post index procedure, the patient died. The cause of death is unknown. Additionally, it was documented that the patient also had a myocardial infarction, however, it is unknown if this was the cause of death.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.